Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 2.75x23 mm xience prime stent was implanted in the proximal right coronary artery (prca). On (B)(6) 2017, the patient experienced unstable angina and was admitted to the hospital on (B)(6) 2017 where medication was administered. On (B)(6) 2017, a diagnostic coronary angiogram was performed and found 100% restenosis in the prca. Percutaneous treatment was attempted, but not possible because the guide wire was unable to cross the lesion. The condition resolved and the patient was discharged in good condition on (B)(6) 2017. No additional information was provided.